Manufacturer narrative:
Initial reporter phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a plexitron tur irrigation set. This issue was further described as, ¿when is connected the tube bends at the end and does not allow the flow¿. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.